Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag¿s console turning black with no displayed flow value was confirmed. A data log file was successfully retrieved from a 2nd gen. Primary console and was reviewed. On 06jun2019, the motor was supporting the system at a speed of ~3900 rpm and a flow of ~5.10 lpm. On 06jun2019 at 10:20, the log file captured an active system alert: s3 as a result of an active sf_ifd_shutdown_detected fault. After this event, speed dropped to ~3000 rpm and flow reading would have been blank with "--.--" on the console display, consistent with the reported information. A set pump speed not reached: m5 alarm was captured within the same minute. Flow values continued to show 0 lpm throughout the remainder of the log file. The system was shut down on 06jun2019 at 15:59 and the pump was not restarted throughout the remainder of the log file. The returned centrimag 2nd gen. Primary console was tested under a work order on 25sep2019. The console was functionally tested alongside the returned centrimag motor (reported under MFR # 2916596-2019-02885) and the returned flow probe. The console passed all required tests, and the reported events were unable to be reproduced. However, these events are consistent with the ifd_shutdown fault sequence observed within the log file. The console¿s battery was found to be defective due to failing battery maintenance twice. The battery was replaced with a new component, then a successful battery maintenance was performed. The console was retested with its new battery and the reported issues were not duplicated. Reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that the reported event of a black screen with no displayed flow, also correlating with s3 and m5 alarms, was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag (cmag) console turned black and the monitor showed no flow. The cmag motor was also making a grinding noise. The primary cmag motor and console successfully exchanged to the backup cmag system. No adverse consequences were reported.